Event description:
It was reported that a device alarmed air-in-line. It was reported that there were no patient injuries.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Eval found the upper reading for the ultrasonic sensor to be 117 with a fluid filled tube and should be greater than or equal to 2700 caused by a failed upstream sensor. Low ultrasonic readings would make the pump more sensitive to air and upstream occlusion/air alarms. The failed upstream sensor was replaced.